Event description:
It was reported that the insulin pump was defective and it's delivering insulin into his body. The mother stated that the customer had two knee surgeries and maybe more than that. It was stated that a month ago he did not feel good and vomiting. Then the customer went to the emergency room, but the blood glucose was fine. The mother stated that they were going to remove his appendix, but instead he just left the hospital and walk out. The mother mentioned that the customer races dirt bikes. She stated that the insulin squirted out while having one of the replacements. The customer stated that his doctor and she believe that something is wrong with the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.please see medwatch report # 3004209178-2013-97775.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.